Manufacturer narrative:
The suspect device was returned olympus and evaluated. The reported problem was not confirmed and a conclusive root cause was not determined. The unit was burned in for more than 8 hours with a test cv-190 video processor and olympus series 190 scope; no overheating error was generated. However, the ventilation fan was found clogged which may contribute to the reported problem.

Event description:
A user facility reported to olympus that the lamp was overheating. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported phenomenon was user handling. As stated in the instructions for use, as a preventive measure: "keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Use the light source only under the conditions described in, "transportation, storage, and operating environments....."